Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt heard an audible alarm emitting from the system controller. The pt did not see any visual alarms and switched to the backup system controller as a precaution. The pt came into the clinic and the event log indicated that the system controller was functioning in backup mode.

Manufacturer narrative:
The suspect system controller was returned to the MFR for analysis and the reported event was confirmed. During analysis, the returned system controller was connected to the lab equipment and the system operated at 8600 rpm with an active "replace system controller" visual alarm displayed. The power to the device was reset, but the device was unable to operate in the primary mode. Further eval of the device revealed a nonfunctional fuse that prevented voltage supply to the primary circuit, which forced the system controller to revert back into the backup mode. The fuse was replaced and the device was able to operate in primary mode thereafter. The eval could not determine the specific root cause of the fuse failure. The system controller was functionally tested using a mock circulatory loop in our lab and was found to function as intended, even when the cables were manipulated. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The MFR is closing this file on this event.